Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide an update to field h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following: the subject distal cover was insufficiently attached. Load of friction such as twisting or pushing/pulling the device in the patient¿s body cavity or stress of interference with the mouthpiece was applied to the subject distal cover during the subject procedure. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿operation¿ section 4.1, ¿precautions¿: ¿preparation and inspection¿ section 3.5, ¿attaching accessories to the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use distal coal detached from the duodenoscope during a therapeutic ercp procedure, that was discovered post removal of the duodenoscope from the patient. Another distal cover was utilized to reinsert the duodenoscope to search for the detached cover, that was found patient¿s stomach. The device was retrieved with a snare and noted to be split/damaged at the bridge portion. A delay was reported during the procedure (unspecified). The patient¿s outcome due to the event is noted as ¿satisfactory¿. No reports of extended hospital stay and no additional sedation nor any additional treatment needed. The procedure was completed with the same device. The device was inspected prior to use

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier: (B)(6).